Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Pt inserted a new sensor and tried to start a new sensor session, after "pairing successful" notification, the device would display "pair new transmitter", per pt no specific alert was displayed on her device it only keeps on asking to pair new transmitter. The transmitters activation date on her display devices is (B)(6) 2023, however per pt and inquisito it is (B)(6) 2024.

Manufacturer narrative:
(B)(4).